Event description:
It was reported that a cartridge alarm 20 intermittently occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.